Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that after they had an MRI this past monday, (B)(6) 2026. They started getting tingling sensation in their shoulder. Pt stated that the lady turned their stimulation off. During the call, pt confirmed that the stimulation was on and they have been using group c with programs 1 2 3 4. Pt mentioned that they never changed the intensity and never had problem until they had MRI. Pt tried decreasing the intensity and turning the stimulation off, but they were still getting a tingling sensation. Pt stated they have been having problems with their body, so they were thinking if it's just their body or caused by the implant. Agent redirected to rep and healthcare provider (hcp) to further address the issue. When asked for hcp details, pt said they haven't seen their doctor for a while, and they have only seen 2 of the reps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported that they had a brain tumor years ago and got an MRI to check on that after the MRI they felt a tingling sensation. Patient mentioned they thought it was the stimulation, they called manufacturer, got a new machine and then they got the letter. Patient mentioned after they came home from the MRI, they never experienced that before and they had mris before then they thought it was their machine then they called manufacturer to tell. Patient mentioned they got a new controller sent to them. Patient mentioned while the new machine was being sent to them, they were telling their sister about it and was told they have ringing in their ear. Patient mentioned it was not the machine and they felt buzzing in the ear. Patient mentioned we already resolved the problem because they have not had it since, they get tingling in the ear every now and then so it is not their machine. Patient mentioned soon after the MRI it made them think it was the machine but it was not. Patient then mentioned from the brain MRI they did not find anything and they was kind of excited. Patient then mentioned they haven't experienced ringing before it happened after the MRI. Patient then mentioned they want to let them know it is not the machine it was them.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.